Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection confirmed the j-shape and tined fixation was in design specifications. The lead was then subject to resistance and hipot testing to test the lead's electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the clinical observations of lead dislodgement during analysis.

Manufacturer narrative:
The lead is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should additional information become available, this report would be updated.

Event description:
Boston scientific received information that one day post implant this atrial lead was dislodged with no capture or sensing. The dislodged lead was explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was returned.